Event description:
Boston scientific crm received information that during the procedure to implant this pacing system, both leads were sutured down and visualized to be completely inserted into the device header. However, r-waves were unable to be measured and ventricular impedance was greater than 2500 ohms. The ventricular lead was removed from the device and testing with the pacing system analyzer (psa) produced normal results. The lead was then re-inserted into the header, the proximal setscrew was tighted first but the lead came out when tugged upon. Next, the lead was re-inserted a second time, but the lead was still able to be pulled out of the header as the rear setscrew would not engage and tighten. A new pacemaker was utilized and implanted without further incident.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. Microscopic visual inspection noted no irregularities. All seal plugs intact and all setscrews moved freely. An is-1 lead was inserted into each lead barrel and each set screw tightened on the lead pin without difficulties. The seal plugs were lifted and microscopic visual inspection noted no irregularities in the setscrews or setscrew threads. The device passed all return product electrical testing, and the reported clinical observations could not be confirmed. This issue will be re-evaluated if additional information is received.